Event description:
A pt reported experiencing erratic results with a one touch basic meter. The pt's blood glucose results were 432, 340, and 298 mg/dl. Tests were done within 5 minutes. Patient cleaning meter incorrectly. Pt did not experience any adverse events. No further info has been reported.